Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Products are still implanted. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. Review of provided x-rays shows the cervical spine appears rather unbalanced. There is no lordosis. All levels are discopathic. Like the discs, the vertebral bodies have also lost their height. Finally, the 2 prostheses do not cover the vertebral plates correctly. From the information provided, the product history records, the review of the case with the product manager, the recurrence of this type of event for this product and after review of x-rays, the investigation found no evidence to indicate a device related issue. The root cause is related to an off-label as spine anatomy of patient is a contraindication for mobi-c implantation. As indicated into mobi-c us surgical technique as contraindication : "compromised vertebral bodies at the index level due to previous trauma to the cervical spine or to significant cervical anatomical deformity or disease (e.g., ankylosing spondylitis, rheumatoid arthritis)." Product still implanted.

Event description:
Mobi-c p&f us : position incorrect post-op. It was reported that sales rep. Received a text message from surgeon with images of mobi-c implant that appears to displace with flexion. He said patient had no clinical issues to date. Asked if he would get some corporate feedback on images. Patient is asymptomatic.